Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: testing confirmed issue in history but did not duplicate it in testing. No defect was found. Pump history verifies 1 unit of a 5 unit audio bolus occurred on 12/2/13. Daily insulin delivery totals correctly reflect user's programmed basal rates. A 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue: the pump tried to deliver 5 units of insulin without any button presses. Patient reports .99 units of insulin were delivered before she was able to cancel bolus. Pump was clipped to pocket. Patient has discontinued use of pump.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.